Event description:
The pt measured his blood glucose with the ibgstar meter. Its results read 164 mg/dl. The pt decided to take add'l lymalog and developed hypoglycemia, where his blood-glucose was 48 mg/dl.

Manufacturer narrative:
The device has not been returned to the MFR. No test strip lot info was provided. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.